Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had experienced loss of therapy and loss of stimulation. The patient programmer showed the stimulation was on. They had them synchronize, and they reported stimulation was on, at 2.0v. When they tried to raise stimulation, they reported seeing an upper limit reached screen. It was further reported that the symptoms had not improved even after getting new implant put in. They also reported the patient has had fall and stated those stated in november. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked to clarify the cause of the fall, loss of therapy and upper limit screen reached the hcp reported that the patient had never felt stimulation after surgery. No further complications were reported or are anticipated.